Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9493896. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted endovascular embolization, after the aneurysm embolization was completed, the stent placement was attempted with the 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401600 / 9493896), but the stent was impeded in the tip of the concomitant microcatheter (unspecified brand) after it exited the microcatheter, and as a result, it could not be further advanced. The physician attempted to retract the stent; the stent was found to have prematurely detached from the delivery wire in the microcatheter. It was then reported that ¿the [physician] removed the stent and microcatheter from the patient and completed the surgery.¿ there was no report of any negative patient impact. On 15-jan-2026, additional information was received. The information indicated that the microcatheter was from another manufacturer. A continuous flush was maintained through the microcatheter. No damage was noted on the stent aside from the premature detachment. The information clarified that ¿the doctor removed the stent and microcatheter from the patient and completed the surgery¿ indicated that the procedure was changed to coiling to complete the procedure. The information confirmed no negative impact on the patient and no delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 19-feb-2026. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4mm x 16mm enterprise 2 vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. As described in the event description, the stent was detached from the delivery system. The delivery wire was returned inside a presgo® achieva microcatheter (non-j&j microcatheter). The delivery wire underwent dimensional analysis, and the measurements that control the attachment and delivery of the stent were found within specifications. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks). It was also noted to be fully expanded with both ends completely flared. The reported issue in the complaint regarding the stent being prematurely released was confirmed as the stent component was noted as already separated from the delivery system on the returned device. Based on this condition, the issue regarding a stent being impeded in the distal end of the concomitant microcatheter cannot be evaluated through functional testing. The stent must be inside the introducer tube to perform the functional analysis. Additionally, none of the returned components present damages that suggest that they were forcibly advanced. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9493896. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendations: the cerenovus enterprise 2 vascular reconstruction device is designed for use under fluoroscopy with the prowler® select¿ plus infusion catheter (a 0.021" inner diameter, 5 cm distal length infusion catheter manufactured by cerenovus). Caution: compatibility with other infusion catheters has not been established. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Confirm the tip of the delivery wire is entirely within the introducer. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.